Event description:
It was reported that bradycardia patient presented to the intensive care unit (ICU). The clinician wanted to increase the pacing rate of the pulse generator. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.